Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and identified fluid inside the bag that contained the device. Upon device removal from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed after tightening the blue winged luer cap and no signs of leak were observed on the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This was observed after filling the device with fluorouracil. There was no patient involvement. No additional information is available.